Manufacturer narrative:
Updated fields: b4, d9, e1(site country), e2, e3, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: d5, d4( catalog, UDI), g2. Getinge field service engineer (fse) inspected and found that no characters are appearing on the display. Finding that there was bad contact in the internal contacts of the display, a general cleaning was done, and it returned to work normally. The equipment was tested for 2 hours and showed no more abnormality in its operation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) display is out of characters.